Event description:
It was reported that a patient presented for an unrelated procedure, and it was noted that the atrial lead had dislodged. No electrical malfunctions were reported. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.